Manufacturer narrative:
The unit could not perform the displacement test and could not verify the battery out limit, the unresponsive button, or the keypad due to a blank display. The unit had a blank display due to moisture damage on the electronic assembly. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called in to report a battery out limit alarm, that the insulin pump was exposed to moisture, and an unresponsive keypad. The customer's blood glucose level was 190 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.